Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that pocket erosion occurred near the device. It was further reported infection was present and the patient was bacteremic. The implantable cardioverter defibrillator (ICD) system was explanted. The patient was a participant in the system longevity study. No further patient complications have been reported as a result of this event.